Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up. During examination of lead, it was noted that the right ventricular (rv) lead had elevated capture threshold. The physician attempted new rv lead implant on the left side but venogram showed total occlusion of subclavian vein. The physician implanted new system on the right side and capped old leads on the left on (B)(6) 2021. The patient was stable throughout.